Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-03755. The pt received 2 scs ipgs with different lot numbers and implant dates. It was reported the pt is no longer receiving stimulation due to experiencing difficulty communicating with and charging her scs ipg. The pt is working with the physician to determine the next course of action.

Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.